Manufacturer narrative:
Evaluation (B)(6) performed; unit functioned normally at all three power settings for a period of 10 minutes under simulated conditions using steak. Unit disassembled. No visible defect identified. The DHR for microtip lot 07713-18 was reviewed. The units met manufacturing specifications when released and there were (B)(4) units released from lot 07713-18. There were a total of (B)(4) reported unit failures from this lot. Lot 07713-18 has a failure rate of (B)(4). No significant trend observed.

Event description:
"Primed but kept saying " "check handpiece" "-message on console, have alerted (B)(6) to possible problem with tenex."